Manufacturer narrative:
(B)(4). Device will not be returned for eval.

Event description:
It was reported that the event involved a male pt while in the intensive care unit. A competitor's zeon 8 fr short balloon was inserted into the pt in the cath lab and connected to an arrow autocat2 wave running on battery power for transferring the pt. The pt was transferred to the intensive care unit where the ac power cord of the pump was plugged into an active ac power source. However, the power indicator did not light and the operation was not switched to ac operation. As a result, the pump was switched out for a competitor's zeon console 908 successfully. No report of pt death, complications or injury. No medical/surgical intervention was needed. No delay or interruption in therapy was noted. The pt outcome is fine. The pump will be checked in (B)(6).